Event description:
Customer reported via phone call to have high blood glucose of 417 mg/dl, even after set change and was treated with insulin pen. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, insulin pump alarmed no delivery with high pressure test. Customer was advised to contact healthcare professional regarding unexplained high blood glucose and quickset would be sent out to sample.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.